Event description:
It was reported that the pt's access to sound with the device was affected whilst playing in the garden. The pt will be re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient lost access to sound with the device whilst playing in the garden.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.